Event description:
In 2005, a pt received the second injection of artz dispo(=supartz) in right knee after a drainage of the joint fluid (20ml) who had the first injection into both knees six days earlier and ab increasing knee pain due to a sprain of the right knee five days after initial injection. Subsequently pt experienced an increasing knee pain. Pt visited the hosp, where pt received an arthrocentesis of the knee with a drainage of the joint fluid (13ml). Five days later, pt was ferried to the hosp again by ambulance because pt could not move due to severe knee pain, where drained the joint fluid (55ml) and injected steroid (depo-medro). Two days later, an edema in right leg appeared. Three days later, pt received an arthrocentesis of the knee with a drainage of the joint fluid (40ml). Two days later, pt received an arthrocentesis of the knee with a drainage of the joint fluid (50ml). Lab test value of crp was 8.99 mg/dl. Two days later, pt was admitted to another hosp. Pt received a surgery later. Two days later, a culture test was conducted for pt's joint fluid. Twenty days later, the pt improved. The doctor's comment: the pt was admitted to another hosp because of an increasing pain, frequent arthrocentesis and severe inflammatory finding (crp 8.99mg/dl) after the injection of artz dispo. According to info from the hosp, the pt was operated because staphylococcus aureus was detected from the pt's joint fluid. Rehabilitation exercise is going to start because pt's crp became negative. The doctor thinks that this evet is an infection apparently after the injection of artz dispo and it is unclear whether this event is due to abnormality of artz dispo or iatrogenic factor during operation to the injection.